Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) : limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 39-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient experienced oozing at the groin. Medical staff performed a computed tomography (CT) scan, which revealed a retroperitoneal hematoma. The repositioning sheath was protruding approximately 2.5 cm from the puncture site and was not sutured, which contributed to further oozing. Medical staff administered two units of red blood cells to the patient. Medical staff resolved the oozing by repositioning the repositioning sheath and by placing sutures. The patient remained on support until the eventual explant.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was returned for evaluation. The returned product was visually inspected and no abnormalities were found. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related, after the repo-sheath was repositioned and sutured in place, the bleeding problem has been resolved as per the clinical description provided. G1-corrected MFR site name and address.